Event description:
Leaking: it was reported that during a carotid endarterectomy procedure, after suturing the patch, bleeding occurred and continued through the center of the patch. A bovine patch was utilized to complete the procedure. It was also reported that the pt received plavix three days prior to surgery and the day of surgery.